Event description:
Information was received from a patient who was receiving Morphine via an implantable pump for non-malignant pain. It was reported that they were having a problem and needed a new surgeon to put the pump in and out when it needed to be changed. They were very upset right now. They mentioned they had several problems and 3 major problems that could have killed them with the pump. The patient was redirected to their healthcare provider to further address the other stated issues.

Manufacturer narrative:
B3: Event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.